Manufacturer narrative:
Additional information was added to h10. Upon further investigation, it was determined that this report is a duplicate of report of 1416980-2020-06386. All investigation activities will be captured under report 1416980-2020-06386.

Manufacturer narrative:
This event occurred during the unspecified date of (B)(6) 2020. The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the blue winged luer cap of large volume intermate was missing. The missing component was identified prior to patient use, right after opening the box. There was no patient involvement. No additional information is available.